Manufacturer narrative:
A getinge field service technician (fst) investigated the returned venous bubble sensor during preventive maintenance activities. The returned venous bubble sensor was identified as defective. To further evaluate the reported issue, the cardiohelp system was tested using an in-house venous bubble sensor and functioned properly without errors. These results indicate that the reported issue was associated with the returned venous bubble sensor rather than the cardiohelp system itself. No visible damage was observed on the returned venous bubble sensor. Additional information has been requested from the customer and is currently pending. A follow-up medwatch will be submitted if significant new information becomes available.

Event description:
The event occurred in USA during system restore with no patient involvement. It was reported that the venous bubble sensor defective error message was displayed. No harm to any person has been reported. As a bubble sensor defective alarm could lead to a zero-flow mode, a report is required. Complaint # (B)(4).